Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. It was reported that the customer was hospitalized due to diabetes ketoacidosis and an ear infection. The customer was treated with a manual insulin injection and insulin intravenously. The customer indicated having symptoms consistent with high blood glucose levels including vomiting and an ear infection. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was not done. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.